Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When the patient sits down at the dinner table, their leg becomes unstable. At the hospital, it was discovered that the neck, on the prosthesis, was broken.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through mar. Method & results: device evaluation and results: visual inspection: a visual inspection was performed by a material analysis engineer which noted: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Damage consistent with the cement-mantle breakdown process and explantation were observed on the stem. The proximal neck of the stem was analyzed under a scanning electron microscope (sem) for further evaluation. Dimensional inspection & functional inspection: not performed due to damage noted in visual inspection. Material analysis concluded: the stem fractured in fatigue with the fracture propagation from the lateral to the medial surface. The location of fracture origin was at or near the location of the laser mark. Eds showed the stem was consistent with (B)(4) alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the mar concluded: the stem fractured in fatigue with the fracture propagation from the lateral to the medial surface. The location of fracture origin was at or near the location of the laser mark. Eds showed the stem was consistent with (B)(4) alloy. No material or manufacturing defects were observed on the surfaces examined. The exact cause of the event could not be determined due to a lack of information. Further information such as pre and post op x-rays, medical notes and patient details are needed to complete the investigation for determining root cause. If further relevant information becomes available, this investigation will be re-opened.

Event description:
When the patient sits down at the dinner table, their leg becomes unstable. At the hospital, it was discovered that the neck, on the prosthesis, was broken.